Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the power port to be damaged, which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported shutdown which were reproduced during evaluation. Improper shutdown messages were verified through a review of the event history log and found to be caused by a damaged ac power port which caused intermittent power to the pump. The rear case was replaced to correct this condition. Should additional relevant information become available,a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced shut down in lifeline department. There was no known patient injury or medical intervention associated with this event. No additional information is available.